Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 10/23/2020. H6. Investigation: customer returned (54) open 4mm, 32g pen needles from lot # 9276284. Customer states that she's not able to attach 50% of her pen needles to her insulin pen. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent the pen needle from properly attaching to a pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h10.

Event description:
It was reported during use the bd ultra fine¿ pen needle was difficult to operate or not working/functioning. This event occurred 2 times. The following information was provided by the initial reporter: consumer left voicemail regarding pen needles not working. Stated, "two boxes gave her a problem."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd ultra fine¿ pen needle was difficult to operate or not working/functioning. This event occurred 2 times. The following information was provided by the initial reporter: consumer left voicemail regarding pen needles not working. Stated, "two boxes gave her a problem."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported during use the bd ultra fine¿ pen needle was difficult to operate or not working/functioning. This event occurred 2 times. The following information was provided by the initial reporter: consumer left voicemail regarding pen needles not working. Stated, "two boxes gave her a problem."

Manufacturer narrative:
The following fields have been updated due to additional information: b.5. Describe event or problem: it was reported during use the bd ultra fine¿ pen needle was difficult to operate or not working/functioning. This event occurred 2 times. The following information was provided by the initial reporter: consumer reported, she's not able to attach 50% of her pen needles to her insulin pen stated, her husband has tried to assist as well but was unsucessful. Consumer left voicemail regarding pen needles not working. Stated, "two boxes gave her a problem." G.4. Date received by manufacturer: 9/8/2020. H.6. FDA device problem code(s): 2588.

Event description:
It was reported during use the bd ultra fine¿ pen needle was difficult to operate or not working/functioning. This event occurred 2 times. The following information was provided by the initial reporter: consumer reported, she's not able to attach 50% of her pen needles to her insulin pen stated, her husband has tried to assist as well but was unsuccessful. Consumer left voicemail regarding pen needles not working. Stated, "two boxes gave her a problem."